Manufacturer narrative:
Additional mdrs associated with this article: 3025141-2020-00303: case 1, 3025141-2020-00304: case 2, 3025141-2020-00305: case 3, 3025141-2020-00306: case 4, 3025141-2020-00307: case 5, 3025141-2020-00308: case 6, 3025141-2020-00309: case 7, 3025141-2020-00310: case 8, 3025141-2020-00311: case 9, 3025141-2020-00312: case 10, 3025141-2020-00313: case 11, 3025141-2020-00314: case 12, 3025141-2020-00315: case 13, 3025141-2020-00316: case 14, 3025141-2020-00317: case 15, 3025141-2020-00318: case 16, 3025141-2020-00319: case 17, 3025141-2020-00320: case 18, 3025141-2020-00321: case 19, 3025141-2020-00322: case 20, 3025141-2020-00323: case 21, 3025141-2020-00324: case 22, 3025141-2020-00325: case 23, 3025141-2020-00326: case 24, 3025141-2020-00327: case 25, 3025141-2020-00328: case 26, 3025141-2020-00329: case 27, 3025141-2020-00330: case 28, 3025141-2020-00331: case 29, 3025141-2020-00332: case 30, 3025141-2020-00333: case 31, 3025141-2020-00334: case 32, 3025141-2020-00335: case 33, 3025141-2020-00336: case 34, 3025141-2020-00337: case 35, 3025141-2020-00338: case 36, 3025141-2020-00339: case 37, 3025141-2020-00340: case 38, 3025141-2020-00341: case 39, 3025141-2020-00342: case 40, 3025141-2020-00343: case 41, 3025141-2020-00344: case 42, 3025141-2020-00345: case 43.

Event description:
Article: optimizing long-term outcomes and avoiding failure with the fibula intramedullary nail; carter, thomas h.; mackenzie, samuel p.; bell, katrina r., macdonald, deborah; and white, timothy o. J orthop trauma · volume 33, number 4, april 2019. Case 44: patient experienced lateral side infection post op following implantation of a fibula nail. The nail was removed and the patient was treated with intravenous antibiotics.